Manufacturer narrative:
This report is submitted on march 30, 2022.

Event description:
Per the clinic, the patient experienced an infection at the magnet site (specific date not reported) and subsequently, was treated with oral and topical antibiotics (specific date and duration not reported). The symptoms resolved, and the patient resumed use of the device.